Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the d4 section, to correct the d11 section, and to update the h3 section. In the initial report it was inadvertently reported that the device was not returned and that the d11 date of concomitant device was (B)(6)2020 . However, the device was returned and the correct d11 date should be (B)(6)2020 . The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the h3 section and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath was received for product evaluation. After decontamination, the sheath was subjected to visual inspection, it was noted the sheath shaft was completely separated from the hub. Also noted, the sheath shaft was also uncoiling at the proximal end and a kink was observed at the distal end of the strain relief. The sheath hub was viewed under microscope and it was noted that a portion of the ptfe (inner layer) and pebax (outer layer) were still present inside the hub with the swag band. It was noted that the swag band had moved from the proximal end (the intended position) of the hub to the distal end. The swag band is used to hold the coiled wire in place inside the sheath shaft. The contents inside the sheath hub were removed and viewed under microscope to better understand the nature of the breakage. It is possible, the sheath shaft moved distally inside the hub and when the swag band interfered with the opening of the hub, the sheath inner and outer layers tore at the swag band, leaving a portion of the inner and outer layers and the swag band inside the hub. The coiled wire from the shaft detached from the swag band. Detailed review of the DHR for lot wp06 for product code gs-r6st1c12w was carried out and following observation were made: 1. The tubing tensile strength was measured to be 47.60 n which was within specification (>15n). 2. The three-point bend value was measured to be 0.364 lbf which was within specification (0.297-0.700lbf). 3. The ovalization was measured to be 0.0063" which was within specification (<0.0093"). 4.the lubricity was measured to be 16 gf and within specification (<80gf). 5. The durability was measured to be 17 gf and within specification (<80gf). 6.the uncoated length was measured to be 52mm which is within specification (<60mm). 7. The hub joint strength was measured to be 35.32 n which is within specification (>15n). 8. The coil tensile strength was measured to be 343 ksi which is within specification (340+- 15 ksi). The breakage was replicated by inserting a mandrel inside another r2p sheath and clamping it down about 2 cm from the hub. Using torsional and tensile forces, the breakage was replicated. The sheath shaft fully separated from the hub and was uncoiled at the proximal end. A portion of the inner and outer layers of the sheath with the swag band remained inside the hub. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the torsional and tensile forces caused the reported event. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information to the b5 section.

Event description:
Additional information was received on 14april2020: both misago stents were deployed on the same side. Torqueing movement was probably used on the device. Metacross was used as an ancillary device. It is unknown if there were any kinks or bends noticed on the device before the breakage, but the guidewire did not advance well and was replaced with another guidewire. Since the second guidewire went through without problem, the metacross balloon dilatation catheter was inserted. Therefore, pressure was applied to the device. It is unknown if the balloon was partially inflated/deflated when moving the balloon through the r2p sheath, but the balloon used together was new. There was no dilator used. The device was removed without any dilator.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a section between r2p destination slender hub and catheter separated. The physician positioned two devices of misago in the common iliac artery through the r2p destination sl catheter. Then, the physician attempted to insert a metacross pta balloon dilatation catheter (7x40) into the r2p destination sl catheter in order to open the misago stents properly. The physician felt resistance, when the physician was advancing and retracting the metacross. The physician managed to advance the metacross up to the stents. When the physician attempted to inflate the balloon, the section between the hub and catheter of the r2p destination sl catheter separated. The catheter was replaced with another device to continue the procedure. Subsequently the procedure was successfully completed. No health damage to the patient was reported. The blood loss was less than 250cc's.